Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The hospital biomedical engineer reported that after he replaced the processor board, there was a co2 malfunction and the co2 pressures are not recognized. There was no pt involvement.